Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they are replaced with linear sensor, front cover, rear case, lt/rt handle, barrel clamp, top disk holder, tube/sleeve drive, wiper seal, carriage block assembly, lt/rt iui and lower housing. Plunger gripper recall completed. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the linear sensor. A review of the complaint history record in track wise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged, "fails 72mm and 127mm plunger position test." No patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged, "fails 72mm and 127mm plunger position test." No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they are replaced with linear sensor, front cover, rear case, lt/rt handle, barrel clamp, top disk holder, tube/sleeve drive, wiper seal, carriage block assembly, lt/rt iui and lower housing. Plunger gripper recall completed. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the linear sensor. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the linear sensor.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/ damaged, "fails 72mm and 127mm plunger position test."